Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of t-waves and a transient decrease in signal amplitude. The vector was reprogrammed from secondary vector to primary vector. No adverse patient effects were reported. Additional information was received that oversensed noise resulted in the delivery of several inappropriate shocks. The noise stopped post shock. A boston scientific technical services consultant discussed the clinical observations with the patient's following physician. The patient will be brought into the clinic for system evaluation and assessment for system explant and implant of a transvenous device. The system remains in service at this time and no additional adverse patient effects were reported.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received that this system was subsequently explanted and successfully replaced with a competitive transvenous device. The explanted system is expected to be returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of t-waves and a transient decrease in signal amplitude. The vector was reprogrammed from secondary vector to primary vector. No adverse patient effects were reported. Additional information was received that oversensed noise resulted in the delivery of several inappropriate shocks. The noise stopped post shock. A boston scientific technical services consultant discussed the clinical observations with the patient's following physician. The patient will be brought into the clinic for system evaluation and assessment for system explant and implant of a transvenous device. The system remains in service at this time and no additional adverse patient effects were reported.